Manufacturer narrative:
(B)(4). Date sent to FDA: 07/24/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was implanted. The patient experienced undisclosed injuries after five years in the area of the ribbed net was removed. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a minimally invasive hernia repair, adhesiolysis and physiomesh was implanted on(B)(6) 2013. It was reported that following insertion the patient experienced scar hernia recurrence. No additional information was provided. It was reported that patient underwent prosthetic aorta replacement and scar hernia surgery in 2011, recurring scar hernia repair in 2012, another scar hernia recurrence using laparoscopic ipom in 2013 and conventional hernia sack resection with open ipom in (B)(6) 2017.